Event description:
Dr. (B)(6) installed a "williams dental lab fabricates lvi fixed neuromuscular orthotic" on me that caused permanent harm to my tmj joints, bite and nerves. The orthotic is glued permanently on the teeth and cannot be removed. If the orthotic is worn for more than 30 days, permanent and irreversible changes are made to the jaw position and bite, necessitating the patient to undergo invasive treatments such as full sets of crowns or devices like agga, to set the bite to new jaw position. The dentists are using these to guarantee a big pay day. The "lvi fixed neuromuscular orthotics are made to the lvi mastership protocols, mounted on lvi stratus articulators and each pin on the articulator is welded to ensure the accuracy when verifying your lab case under a 20x lab microscope. Our neuromuscular trained technicians have the privilege of case planning and fabricating magnificent restorations to lvi mastership protocols." These are dangerous, unregulated devices. I am currently suing two lvi dentists for harm.